Manufacturer narrative:
At the time of this report, the ilet evaluation is still in progress. A follow-up report will be submitted when investigation is completed.

Event description:
On 08/10/2025, the beta bionics ilet user reported that the ilet touchscreen was cracked and became unresponsive within the past 30 minutes. Blood glucose was not affected and measured 89 mg/dl. The device was no longer usable after the screen damage. The device will be returned. No injury was reported. The issue was resolved by sending a replacement device to the patient. No symptoms, external assistance, or medical intervention occurred.